Event description:
Covidien rec'd info stating that due to a malfunction of an 840 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer service engineer (cse) reported to have replaced the oxygen sensor. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).